Event description:
A report was received that the patient was not happy with where the battery was located. The patient underwent a revision procedure wherein the pocket was relocated. The patient was doing well postoperatively.